Event description:
Customer reports burning nose and throat in the morning along with constant sneezing and heartburn. Md recommended discontinued use of the soclean with their CPAP and prescribed unspecified medication.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. Soclean believes this complaint is related to the philips recall of the dreamstation 1, not the soclean device. Soclean is processing this complaint in accordance with its complaint handling and quality system processes.